Event description:
It was reported that when the pump was powered on and a profile was selected, the device immediately initiated an alarm. There was no reported patient involvement or harm.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. A service history review (shr) was unable to be performed as no serial number was provided.